Event description:
In compliance with MDR reporting regulation, section 803.22, we wish to inform you of an adverse event associated with another manufacturer's device which has been received at allergan inc. (Abbvie ref (B)(4)). Alleged event: healthcare professional reported "capsular contracture" for a non-abbvie device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt code: 1761. Device code: 4001. Ref report: mw5184824.